Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Information required for the investigation was asked for, but not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for an unspecified number of patient samples tested for multiple assays on the e601 analyzer. Specific result data has been requested, but has not been provided. The customer stated that quality controls passed on the morning of the event, but were either recovering high or low at the end of run at mid day. The customer noticed that the issue occurred when the analyzer was switching reagent bottles. It was also noticed that there were bubbles in a reagent cup. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. It was asked, but no reagent lot or expiration date information was provided.